Manufacturer narrative:
A good faith effort was made to retrieve additional information regarding resolution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead exhibited intermittent loss of capture and high capture thresholds. This lead remains in service. No adverse patient effects were reported.